Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed an unsealed 20ga x 1.00in. Insyte autoguard bc unit. The photo displays the unit fully retracted and with media. Since the needle is fully retracted in the provided photos, the reported issue of retraction failure cannot be confirmed. There appears to be media inside the barrel which may be a result of a damaged septum. The reported issue was confirmed for leakage. During manufacturing, a damaged septum may occur due to the slit out of specification or misorientation of the septum. Quality control plan visual inspection samplings are performed to mitigate the occurrence of this defect. During use, if the needle fails to fully retract, blood can bypass the anti-reflux valve if the needle keeps the valve open. The photos provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Although the needle shielding issue could not be confirmed from the photo, a trend was identified for similar complaints from this lot. Further investigation has been implemented.

Event description:
Additional information: it was mentioned that there would be 2 lots involved. Are you able to confirm the unknown lot number or both was from the same lot? I am not sure on the lot numbers of the products. Please confirm if there was any needle stick injury or any adverse event? No needlestick or injury what was the patient outcome? The IV was able to be obtained, although the malfunction made it difficult. Was the procedure completed as planned? Yes was there any leakage inspected? Yes are you able to provide the date of incident? 9/1/23 please confirm the quantity of defective needle inspected for each lot number. Unsure on quantity. Is sample available to be return for investigation? If no can a photo of incident be provided? I have attached a photo.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle only partially retracted during use. The following was received by the initial reporter : the needle is not fully retracting once the button is depressed (only occurs after the needle is pulled out of the catheter/patient) and the barrel is filling with blood.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.